Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A doctor of ophthalmology reported that a vitreous cutter did not cut during a procedure. The procedure was completed after exchanging the cutter. There was no patient harm.

Manufacturer narrative:
One complaint sample was returned for evaluation for probe cutting failure. A review of the related device history records for the reported lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was no other complaint for the reported issue. The complaint sample was visually inspected and deemed nonconforming. Contamination was observed on the needle. An actuation test was performed and deemed nonconforming. No actuation was observed. An aspiration test was performed and deemed conforming. A cut test was performed and deemed nonconforming. The cutter did not cut. The probe was disassembled and the components inspected. There was approximately 30-45 minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photo. There was slight resistance felt when removing the inner cutter from the needle. There were gouge marks at the bend area and the cutting edge of the inner cutter. The o-rings, spacers, diaphragm, and spring were all observed to be intact. The complaint evaluation does confirm the probe had a problem with actuation and cutting. However, the cause of the reported event cannot be determined conclusively. The vitrectomy portion of the procedure is typically less than 20 minutes and the vitrectomy probe is intended for one procedure only. It appears that the probe was functioning properly for approximately 30-45 minutes before the actuation and cutting was determined to be poor. Therefore, the root cause of the reported event can be attributed to excessive use of the probe. (B)(4).